Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices are also implanted in the patient during the primary surgery: duracon universal b/p non-beaded: cat# 6632-3-610; lot npvt. Ps lipped tibia insert sm 11 6742-1-111; cat# 00060049; lot 00060049. Dura duration all poly pat sm: cat# 6642-2-050; lot 00092160. Simplex p with tobra unit packfull dose: cat# 6197-9-001; lot mdl010. Simplex p with tobra unit packfull dose: cat# 6197-9-001; lot mal002. It cannot be determined which, if any of these devices may have caused or contributed to the patient¿s falling.

Event description:
It was reported that, ¿the knee seem to be doing fairly well but she is experiencing a lot of falling since her knee replacement, and because of the falling her, hip popped out. Waiting on hip replacement date. Patient was asked to send in medical records and x-rays.¿